Event description:
It was reported when the device was used during a high anterior resection, the staples did not form properly and that there was a leakage at the distal end of the staple line. The case was completed using sutures. There was no pt consequence.